Event description:
It was reported that the cord on the sternal saw appeared unstable and was not fitting together properly during set up. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The cable was returned for repair but it was not a terumo cable on the sternal saw. This report is being submitted to the FDA as a result of a retrospective review of product complaints.